Event description:
It was reported that, surgeon was attaching coupling to frame using torque wrench. Clamp broke prior to reaching torque limit.

Manufacturer narrative:
Once investigation has been completed any additional information will be reported in a supplemental report.